Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient¿s cgm displayed 261 mg/dl and as a result, his tandem pump administered 18 units of insulin. An unspecified amount of time after the insulin was administered, the patient was disoriented, diaphoretic, and unable to stand or talk and the pump alerted for a value of 39 mg/dl. The patient¿s wife called emergency medical services who performed a bg which was 34 mg/dl. The patient was treated with glucose (route not specified) and transported to the hospital where he was monitored and released after four hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is available.